Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a normal end of life ipg replacement the patient's extension was visually confirmed to be fractured. Surgical intervention took place wherein the extension was explanted and replaced. Effective therapy was restored.